Event description:
It was reported that during a procedure of the right coronary artery (rca) with moderate tortuosity, eccentric 90% stenosed, de novo lesion, after a non-abbott guide wire was delivered, the voyager 2.5x20 was used to pre-dilate the lesion, but ruptured during the first inflation at 8 atmospheres (atm). There was no reported pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during mfg, materials, handling, lesion characteristics, pt disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the eval in determining a cause for the rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.